Event description:
It was reported that the insulin gauge was inaccurate and static. There was no reported adverse impact to the customer. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary.